Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer called getinge back stating there was currently nothing wrong with the iabp. The customer cancelled their request for service and the complaint.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. The customer swapped out the helium tank to no resolution. However, there was no patient injury or harm was reported. The iabp was replaced with another to continue therapy. There were no patient details released.